Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy procedure, while ligating and transecting the pulmonary artery, the first reload was fired and the staple line was completed. However, the knife only cuts 80% of the line. The staple line burst open for the second reload was fired. The surgical time was extended for more than 30 minutes. Incision was also extended and the laparoscopic procedure was converted to open.